Event description:
As reported, during a laparoscopic inguinal hernia repair on (B)(6) 2024, three optifix at devices deployed broken fasteners when fired and didn't fire into the mesh. The broken fasteners were removed from the patient. There was no patient injury.

Manufacturer narrative:
As reported, fasteners of the optifix at broke and did not fire properly into the mesh. Evaluation of the device did not reproduce the deployment of broken fasteners. The device functioned as intended during functional and simulated use testing, no broken fasteners deployed. Evaluation of the unused same lot samples returned finds that the devices did not deploy broken fasteners during testing and function as intended. Review of manufacturing records shows product was made to specification. This MDR represents the optifix at (device #3). Additional MDR's were submitted to represent the optifix at (device #1) and optifix at (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.